Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Root cause has not been identified. (B)(4).

Event description:
A customer reported that the infusion would not switch to air during a procedure. Later on in the same procedure, it started working. Additional information has been requested.